Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated the gpos pcb and hard drive. The 5 vdc power supply and 3 vdc coin battery were both confirmed to be within specifications. The interconnect cable was inspected and reseated along with other connections. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.